Event description:
It was reported that a patient exhibited inappropriate therapies after placing magnet and oversensing right ventricular (rv) lead noise. No changes or interventions were reported. The patient condition was stable.

Event description:
Additional information received indicates that the implantable cardioverter defibrillator was failing to convert due to wrong placement of the magnet.

Event description:
Additional information received indicates that the patient was shocked with external defibrillation. It was later noted that the magnet was not properly placed over the implantable cardioverter defibrillator (ICD), resulting in the inappropriate shocks from the device.